Event description:
The original procedure was performed on (B)(6) 2014. During deployment of the main body, the planned ipsilateral leg did not cover all the aneurysm expected length and a distal extender was needed. According to the complainant, it was hard to visualise the bifurcation of the right internal iliac and the distal extender was placed at the right external iliac artery. The internal iliac artery patency was confirmed and the patient is progressing well. Implanted devices: 1). Sg-hbb-27-81; lot: bw49623-1; exp. Date: 04/01/2016; MFR date: apr 2014. 2). Sg-hbl-90-18; lot: bz49455-1; exp. Date: 04/01/2016, MFR date: apr 2014. 3) sg-hde-16-51; lot: ca49487-1; exp. Date: 05/06/2016; MFR date: may 2014.

Manufacturer narrative:
UDI#: (B)(4)). The IFU was reviewed and it states: "each stent graft must be ordered in a size appropriate to fit the patient's anatomy. Physicians should use adequate diagnostic techniques, including CT imaging, to evaluate fully the individual needs of the patient". No further updates required. The risk mgmt file was reviewed and distal limb occlusion is listed in the hazard analysis. No further update is required. There is no info to suggest the device has not worked as intended.